Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of internal tissues, difficulty urinating including self-catheterization, dyspareunia and has undergone additional surgeries and revisionary procedures. The patient had a mesh revision surgery on (B)(6) 2009 and mesh removal procedures on (B)(6) 2009 and (B)(6) 2010 but continues to experience incontinence. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient concurrently underwent lavh, left ovarian cystotomy, and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient concurrently underwent lavh, left ovarian cystotomy, and cystoscopy.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia, (B)(4) - difficulty urinating. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 1/25/2019. Inability to sit on right buttock, recurrent urinary tract infection, and bladder wall trabeculations. Additional narrative: it was reported that following insertion the patient experienced anxiety, depression, urinary retention, numbness, discomfort, emotional distress, blurred vision, inability to sit on right buttock, recurrent urinary tract infection, and bladder wall trabeculations. No additional information was provided.